Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot #73e1600483 investigation did not show issues related to the complaint. The facility has communicated that the device is not available for evaluation. The customer complaint cannot be confirmed and corrective actions cannot be established because the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The clips broke at are around the boss and the broken pieces fell into the patient. All broken pieces were removed and there was no health injury.